Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a loss of capture had been observed on the right ventricular lead. A single instance of non-reproducible noise was also observed. The physician opted to increase ventricular output while continuing to monitor the patient.